Event description:
New information received notes that the patient¿s condition was good before and after procedure.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that an unexpected drop in battery longevity was observed. The patient has not experienced any symptoms. In (B)(6) 2016, battery longevity was 1.2 years and then device reached eri on (B)(6) 2016. Review of session records noted abrupt drop in battery voltage after (B)(6) 2016. Device replacement was considered. The patient had infected abdominal abscess, so the device replacement was postponed. Later, the device was explanted and replaced.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.